Event description:
It was reported that the video system center had a frequent communication error (b30 error code). The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that poor communication with the scope has occurred due to the possibility that the liquid has been attached to the video jacket and the influence of foreign substances present inside the video jacket, resulting in a failure phenomenon. A definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.